Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The camera connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a loss of live image and the technique went to maximum. No pt injury was reported.